Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range pacing impedance measurement of greater than 300 ohms on right atrial (ra) channel. Additionally, there were some stored events due to over-sensing of noise. It was noted that this system was in magnetic resonance imaging (MRI) mode. Technical services (ts) stated that both leads were MRI compatible. Ts reviewed the presenting and stated that there were episodes of noise and over-sensing on both right atrial (ra) lead and right ventricular (rv) lead. Ts recommended troubleshooting options. At this time, this pacemaker and both leads remain in service. No adverse patient effects reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5169173, #mw5169174.